Manufacturer narrative:
Based on risk management file and clinical evaluation report this file is considered as closed.

Event description:
(B)(4). Summarizing standardized translation from initial reporter´s narrative: the canula broke from the needle hub